Event description:
Procedure:lap chole; patient sex: unk; the 5mm clip applier drags on 5mm cannula during removal of the clip applier that the port comes out with the clip applier.the sugeon had to place a hand on the port when pulling out the clip applier in order to take the instrument out without pulling the port with it.there was no adverse affects to the patient reported.